Manufacturer narrative:
Two samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed and the samples primed and flowed normally with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of two (2) clearlink buretrol solution sets. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.